Manufacturer narrative:
It was reported that patient sustained 2nd degree burns under 3 electrodes during treatment that required medical treatment at urgent care the device has been returned and evaluated. The device passed all functional testing and is in good shape. Lead wires were tested and show good continuity. The root cause not properly preparing skin or using off brand accessories could cause burns under stim therapy.

Event description:
It was reported that patient sustained 2nd degree burns under 3 electrodes during treatment that required medical treatment at urgent care.